Manufacturer narrative:
One 14f x 28cm split cath iii was returned for eval. A visual examination of the catheter revealed that the venous tip is missing. The end of the venous lumen is cut at approx a 45 degree angle with a lip on one side that tapers back up. The end of the venous lumen was viewed under magnification. The material shows no evidence of cracking, swelling, crumbling, discoloration, degradation or polymer variation. The edges of the cut are all smooth with no rough edges. Due to the condition of the lumen, it appears that the lumen was cut or exposed to an excessive amount of force. We are unable to determine at what point after leaving medcomp the damage to the lumen occurred; however there is no evidence of a mfg defect.

Event description:
It was reported that the "dr states that catheter was removed after indwelling for approx 10 months and that when removed, the venous tip was missing from the catheter."